Event description:
Per the clinic, the patient experienced abnormal sound quality and uncomfortable sensations with stimulation, leading to device non-use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. There are no plans for reimplantation as of the date of this report, (B)(4) 2013. This report is filed (B)(4) 2013.

Manufacturer narrative:
The device is not available for analysis. This report is filed (B)(4) 2013.